Event description:
It was reported that the pacing impedance on the right ventricular lead has slowly risen over time and is high, and threshold has increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.